Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter, product ID: fg15150-0615-1s, (lot 232325756). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the procedure, the pipeline flex with shield technology stent tip end could not open. During retrieval, the stent could not be withdrawn within the phenom 27 microcatheter became stuck in the microcatheter. It was unknown if dual antiplatelet treatment (dapt) was administered or if there were any patient symptoms or complications associated with this event. There was no patient injury. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, left c6 segment aneurysm with a max diameter of 5.8 mm and a 5 mm neck diameter. The landing zone arterial diameter was 4.7 mm distally and 5 mm proximally. It was noted the patient's vessel tortuosity was moderate. Femoral artery access vessel diameter was 8 mm. The angiographic result post procedure was reported as normal. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). It was unknown if the pipeline was used for an indication that is not approved (off-label). Ancillary devices included 6f ton-bridge.